Manufacturer narrative:
Investigation summary: material #:251261. Lot/batch #: 2207312. This complaint has been confirmed for the indicated failure mode of foreign matter on the agar. Complaint history was reviewed, and no other complaint has been taken on this lot. At this time. Did not indicate any discrepancies. All release testing, including bioburden testing, was satisfactory and no deviations were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A visual inspection was performed on 20 retention samples of this lot and no defects were observed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using plate trypticase soy agar 5% sb 100 ea contamination occurred. The following information was provided by the initial reporter: "according to the customer's report, foreign matter was found in the media."

Event description:
It was reported that while using plate trypticase soy agar 5% sb 100 ea contamination occurred. The following information was provided by the initial reporter: "according to the customer's report, foreign matter was found in the media."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.